Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube displayed small scratches on the distal end of the main tube. One area was located 3.01 from the distal end had an area measuring approximately .205 x .053 where material was missing exposing silver on the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the sheath of the schertel grasper instrument was noted to be torn during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.